Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On january 5th, 2023, a clindex notification was received indicating that a severe complication occurred of a patient listed on the shoulder arthroplasty registry. Patient underwent a universe revers apex procedure on (B)(6) 2020, in which arthrex products were implanted. Due to a deep infection, after being hospitalized for one day and was administered antibiotics through a peripherally inserted central catheter, patient underwent a tsa revision procedure on (B)(6) 2022. No additional information has been provided at this time.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed based on the doctor's report that the customer provided, which displays that the suturecup neutral implant will be removed. The most likely cause for the reported failure can be attributed to a patient-specific event.